Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'downstream errors' which was reproduced as a false downstream occlusion alarm. A review of the event history log identified multiple downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor out of calibration. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.